Manufacturer narrative:
While there was no patient injury report, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay. A DHR review was completed and the device fulfilled all requirements prior to release.

Event description:
A 20- minute procedural delay was reported in a case where the baylis radiofrequency puncture generator (rf generator) was unable to be used for the procedure. During a cardiology procedure, the rf generator was connected to a compatible radiofrequency (rf) puncture device. Rf was attempted, however the generator would not produce rf. The generator was restarted, and a new compatible device was connected however this did not resolve the issue. An alternate baylis rf generator was setup and used for successful rf delivery. While there was no patient injury report, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay.